Manufacturer narrative:
(B)(4). The support engineer (se) troubleshot the issue with the customer over the phone. The customer replaced the keyboard, which resolved the reported issue.

Event description:
The customer reported that due to a malfunction of the ventilator, the patient was placed on a second ventilator. The patient was not harmed as a result of the event.